Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 31gx8mm, 1ml bd insulin syringes. Customer reported there are two distorted stopper and one without stopper. All three returned syringes were examined, and it was observed that two syringes exhibited disfigured stoppers, and one syringe was missing a stopper. Unable to perform a DHR review due to an unknown lot number. Automatic syringe assembly machine, which feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. No notifications or maintenance dispatches were able to be looked at, since there was no batch number. Therefore, no root cause can be determined.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' stoppers were found deformed before use, and 1 syringe was missing its stopper. The following information was provided by the initial reporter: "stopper distorted. There are two distorted stopper and one without stopper.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' stoppers were found deformed before use, and 1 syringe was missing its stopper. The following information was provided by the initial reporter: "stopper distorted there are two distorted stopper and one without stopper."